Event description:
It was initially reported that the patient had high impedance (dcdc - 7). The patient had a car accident about a year ago and this was the first diagnostics since that time. The patient has also been having an increase in seizures for 6-8 months prior to the high impedance report. No x-rays were taken. The patient was referred to a surgeon for a full revision. Surgery is likely but has not occurred to date. Good faith attempts have been unsuccessful to date.

Event description:
Additional information was received that has decline the request for additional information and will not be providing any additional information about the patient. The generator and lead will not be returned to the manufacturer for evaluation due to the hospital policy they will not return product explanted product.

Event description:
Additional information was received that the generator and lead were replaced.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #1 inadvertently forgot to mention that the patient had replacement surgery. If explanted, give date (mo/day/yr), corrected data: follow-up report #1 inadvertently forgot to include the explant date for the lead.

Manufacturer narrative:
.